Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 11/02/2016. The pump has been returned and evaluated by product analysis on 10/07/2016 with the following findings. Product evaluation was conducted and the alleged complaint could not be verified or duplicated as no sound defects were found. The pump was opened up and there were no damages to the piezo.